Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Heads is defective - doesn't stay on brush...clip is broken - oral-b [device breakage] toothbrush head...loose - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b pro cross action toothbrush heads were defective and would not stay on the oral-b toothbrush as the clip was broken. No injury was reported. 07-sep-2024 follow up via email: the consumer reported that the oral-b toothbrush head was loose and came off during teeth brushing. The concomitant product lot was ab93811203. No injury was reported.